Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eighteen days post gastrostomy tube use, the balloon allegedly ruptured. It was further reported that it was necessary to replace the device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: one 20 fr tri-funnel repl gastrostomy feeding tube was returned for evaluation. Visual, microscopic, tactile, and functional evaluations were performed. The investigation is unconfirmed for the balloon burst reported, as evidence of the reported event could not be found when evaluating the sample. No burst was found in the balloon and inflation, manipulation, and leaving the balloon inflated failed to find any leaks. Therefore, the definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry 06/2019).

Event description:
It was reported that approximately eighteen days post gastrostomy tube use, the balloon allegedly ruptured. It was further reported that it was necessary to replace the device. There was no reported patient injury.